Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the extension tubing at one end of the pp connector is broken, the extension tubing has no obvious deformation, and the fracture surface of the extension tubing seems to be flat. 2. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 3. Analysis of possible causes: 1-no leakage occurred in the process of exhaust, puncture, infusion, flushing and sealing, indicating that the extension tubing was not damaged in the production process. 2-no obvious deformation is found in the extension tubing, indicating that the extension tube was not broken by pull of external force. 3-the fracture surface of the extension tubing seems to be flat, which indicates that the extension tubing may be fractured by sharp instruments. Conclusion(s): the general state of the fracture of the extension tubing is identified through the returned photo. As no defective sample is received, further inspection and analysis cannot be carried out, and the lot number of the complaint is "unknown", the production process tracing and retained sample analysis cannot be carried out, so the root cause of the fracture of the extension tubing cannot be determined.

Event description:
No additional informaiton provided.

Event description:
It was reported that bd unknown adapter / connector defective / damaged. (B)(6) 2024 at 12:45 pm after the end of the patient's infusion, the nurse on duty to be intravenous tubing flushing after sealing the tube at the time the indwelling needle is properly fixed, 13:45 pm nurse rounds the room found that the patient's right arm indwelling needle to stop the flow of the clip at the back end of the heparin cap and the heparin cap connection broken, stop the flow of the clip and the end of the retention intact, the tip of the needle is fixed in place, remove the tip of the needle is also intact, but causing the patient to be punctured twice! The tip of the removal needle was also intact, but caused the patient to be punctured a second time. Removal of the indwelling needle, secondary puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.